Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms were noted during testing. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored, and no external flash error alarm was noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer could not clear an alarm that they received on their insulin pump. The patient's blood glucose level was unk. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.